Event description:
It was reported while using bd nexiva dual port with q-syte, 24g x 0.75" rapid infiltration required an ultrasound. The following information was provided by the initial reporter: during a surgical hysteroscopy the myosure was infiltrating the saline very rapidly. The surgeon paused the procedure, and the rep was called for guidance. After speaking to him the doctor stopped the procedure as the fundus was perforated. The surgeon used ultrasound at the end of the procedure to verify if excess fluid was in the patient.

Manufacturer narrative:
The initial reporter also notified the FDA. Medwatch report:# (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva dual port with q-syte, 24g x 0.75" rapid infiltration required an ultrasound. The following information was provided by the initial reporter: during a surgical hysteroscopy the myosure was infiltrating the saline very rapidly. The surgeon paused the procedure, and the rep was called for guidance. After speaking to him the doctor stopped the procedure as the fundus was perforated. The surgeon used ultrasound at the end of the procedure to verify if excess fluid was in the patient.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown. H3 other text : see h10.